Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer having row board issues with pockets failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets, going off bus on drawer 3¿2. A field service engineer investigated recurring issues with pockets going off-bus. Since reseating the row header had been attempted multiple times in the past without a lasting solution, examined the hardware and determined that the connection on the row board cable header was too loose to maintain consistent communication. To resolve the issue, removed all the cubies and trays, then replaced the row board cable with a new one. All components were tested successfully in hta (hardware test application) and everything is functioning as expected. The system functioned as intended after the field service engineer repaired the device.